Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured along the threads, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information the broken tip was retrieved from inside of the patient (captured under case-2021-00037019-1). However, due to difficulty during insertion, the surgeon changed the lag screw from a 95mm to 105mm to complete the procedure (captured under case-2021-00037019-2). Per report, there was a 10-minute delay to complete the procedure using a smith and nephew device. The impact to the patient beyond that which has already been reported cannot be determined. Therefore, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, intertan surgery, while drilling using the 7.0 compression screw drill, the tip of the device, about 3cm, broke off in the patient. The piece was retrieved. Therefore, 95mm lag screw was inserted instead of 105mm lag screw. There was a 10 minutes surgical delay. The procedure was completed with a smith and nephew back-up device.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information the broken tip was retrieved from inside of the patient (captured under case-2021-00037019-1). However, due to difficulty during insertion, the surgeon changed the lag screw from a 95mm to 105mm to complete the procedure (captured under case-2021-00037019-2). Per report, there was a 10-minute delay to complete the procedure using a smith and nephew device. The impact to the patient beyond that which has already been reported cannot be determined. Therefore, no further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.